Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('been wanting it removed for years') in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('been wanting it removed for years') in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("been wanting it removed for years") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of heavy menstrual bleeding, hidradenitis, asthma, anxiety, depression, type 2 diabetes mellitus, multi gravida, parity 4, haemorrhage abnormal, anemia, endometriosis, diabetes, anemia and abnormal uterine bleeding. The patient had a family history of diabetes, hypertension and heart disease, unspecified. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4640 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingo oophorectomy, end). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 21-sep-2021: final microscopic pathologic diagnosis: uterus, ovaries and fallopian tubes, hysterectomy and bilateral salpingo-oophorectomy: uterine weight: 159 grams. Cervix endocervix: no significant histopathologic changes. Endometrium: secretory pattern. Myometrium: no significant histopathologic changes. Ovaries: physiologic. Fallopian tubes: no significant histopathologic changes concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received: reporters information, medical history, surgical pathological reports were added product insertion and removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.